Event description:
It was reported that this right atrial (ra) lead exhibited possible loss of capture. Technical services recommended to bring the patient in to evaluate. At this time, the ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).